Event description:
Pt reported experiencing an elevated blood glucose level of 412 mg/dl. Pt's normal blood glucose level is 100 mg/dl. Pt stated she felt sick and nauseous. Pt reported she took correction via the infusion device but her blood glucose level did not return to normal. Pt stated she changed the accessories and took correction via the infusion device and her blood glucose level returned to normal. Pt reported she thinks the e4 (occlusion) error message comes too late or not at all. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.